Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub was separating from the clear sleeve of the single lumen catheter. It was later noted that the silicone adhesive seal was broken. The procedure was completed with another device, and there were no injuries or additional procedures reported.